Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked the cause of the issue, steps taken, and resolution, the patient indicated that their rep is "taking care of everything." No additional information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reported they had surgery on (B)(6) 2024, where their tailbone was removed and for some reason, they had little surgery marks (incisions) over where the implant battery was. Patient stated they thought that was odd because the site were they were doing the procedure for the tailbone removal was 6 inches away from the ins site. The patient stated they noticed since, they were going to the bathroom like every hour which they thought was kind of strange especially since they were on pain meds and they would have thought that the pain meds would cause them constipation. Patient stated they hadn't been feeling the stimulation so they kept increasing the stimulation, increasing it probably 2 to 3 whole points like they went like 2 whole points up and they started to feel it way over on their left side and heading back to their back.